Manufacturer narrative:
(B)(4). The patient was hospitalized. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: other relevant info. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) on an unreported date, about three weeks prior to receipt of this report, the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported.. On an unreported date, the patient was hospitalized for the peritonitis and at the time of this report, the patient remained hospitalized for the event. The treatment, outcome, and whether dianeal therapy was ongoing was not reported no additional information is available.